Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a thyroidectomy procedure, the clips would not advance. The clips wouldn't advance in the jaws. No further detail. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The calcified lesion was located in the circumflex artery. The veriflex (mr) us 24mm 3.50 stent was advanced over the lesion. The stent was deployed, however when the stent delivery system was removed it was noticed that the stent was still on the delivery system but "folded back on itself". Another 3.5x28mm veriflex stent was advanced and deployed covering the lesion. No patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Hoop spring. The analysis results for the instrument confirmed that it was returned non-functional. The clip was incorrectly loaded into the clip track; therefore the remaining clips would not be fed into the jaws. A root cause of this condition is that the clip was not correctly loaded during the manufacturing process. The batch record was reviewed and no anomalies were noted during the manufacturing process.